Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.

Event description:
It was reported that, "the hospital has an old style patella clamp. The clip loosens and breaks apart from its clamp position and opens up and drops on the floor."